Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system. When the physician attempted to deploy the proximal trunk at just distal to the renal arteries, it moved distally for approximately 5 mm. Thus, he attempted to push it up using the constraining mechanism, but he could not and the device further moved distally. He gave up to correct the position, and fully deployed the device. Then an aortic extender was additionally placed proximal to the trunk-ipsilateral leg. The final angiography during the procedure showed a localized dissection in the suprarenal area of the aorta. No additional treatment was given and a wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: a guidewire (egoist) or the leading tip of c-excluder delivery catheter probably caused the dissection.